Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. The patient did not receive remedial therapy, and the outcome and root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
At follow-up, noise was observed on the iegm. Fluoroscopy revealed lead fracture. High impedances were also noted. The lead was explanted.

Manufacturer narrative:
The reported field experience was confirmed and was due to fractured sensing and rv cables. Analysis revealed an outer insulation abrasion at 15.5 cm from the connector pin. The position and mode of the damage indicates that the lead abraded toward the can and over time the sensing coil fractured.